Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 2.8 mmol/l. The customer stated that the pump has not been dropped or bumped. The customer stated that there is no physical damage. The customer was advised that energizer aaa batteries are best for the pump's use. The customer was advised to remove the battery for 10 minutes and clean the battery with q-tip. The customer stated that the display did not return. The customer will be sent a replacement pump.